Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain has reportedly resolved. The recipient is using the device. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced tenderness after implant surgery. The recipient is also experiencing tinnitus without device use and is not believed to be device related. The recipient was prescribed pain medication.